Event description:
It was reported that the customer had low blood glucose and paramedics were called several times. The customer was hospitalized for a low blood glucose of 30mg/dl. The customer was treated with dextrose and her glucose increased to 156mg/dl. Troubleshooting was performed. Programming, bolus history, basals and daily totals were ok. However, the amount of insulin in the reservoir did not match to the amount of insulin on the screen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.